Event description:
It was reported that the occlusion pressure was too high on the pump. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information is provided in d.10., h.2., h.3., and h.6. A sample was received for evaluation. Functional testing revealed that the device failed the pressure test. The dso sensor did not operate as intended. Customer reported problem was duplicated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The root cause of this event was the dso sensor out of specification. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.